Event description:
It was reported that a cartridge change error occurred. Blood glucose was not impacted. The customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
Device not returned.